Event description:
New information received notes the device was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited an increase in capture thresholds and poor sensing. No intervention was performed. The patient was stable.